Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 223 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer did experienced symptoms such as feeling unwell, flu like and tiredness for high blood glucose event. The customer was not able to recall the treatment they received at the time of hospitalization. The customer was using auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.